Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is patient-specific factors that developed due to biomechanical loading, patient adherence to rehabilitation protocols, rather than device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, arthrex regulatory reported via email that after reviewing a clinical study, it was discovered that a patient¿s total knee arthroplasty had failed because the knee was left in varus. Following a procedure using the ibalance hto system, a collapse of the osteotomy was noted to have occurred postoperatively. The publication states that "the surgeon operating all cases in the present study describes a learning curve concerning placement of the novel peek wedge. The correct placement of the novel peek wedge is of utmost importance, as it supports the hto during healing. The novel peek wedge must be flush with the cortex to secure optimal cortical support. If the novel peek implant is displaced under the cortex while tightening the screws, it might lead to failure." The degree of harm to the patient remains unknown.